Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other perclose proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement of proglide devices was attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, the first and third proglide devices experienced a cuff miss. The second and fourth proglide devices were used for successful suture placement using the preclose technique in the rcfa. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in the rcfa using the pre-placed sutures from second and fourth proglide devices. A proglide device was placed in the left common femoral artery and hemostasis was successfully achieved. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.